Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient has been indicated for a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-04350. This complaint will be closed as a duplicate and any further information will be reported on a supplemental of 0001825034-2017-04350.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this is not a duplicate report of 0001825034-2017-04350. Therefore, this report number should stand and remain valid. The following report is submitted to relay additional information. Concomitant medical products - unknown performance femoral, part# unk lot# unk; unknown performance tibial tray, part# unk lot# unk the reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history search and compatibility check was not performed. Review of the primary operative notes indicates that the surgeon noted no complications. The components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been indicated for a right total knee arthroplasty revision due to tibial bearing wear and pain approximately eight (8) years post-implantation. A custom bearing has been requested for the revision. No further information is available at this time.